Event description:
Synthes (B)(6) reports during orif ankle/distal tibia surgery upon pressing the trigger of the small battery drive it was functioning intermittently. Even with a change in battery the hand piece was working in the same way. There was a delay of about 5 minutes to retrieve another small battery drive. Surgery was completed successfully without any medical intervention required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original complaint deemed not reportable. New information was received from sales consultant on (B)(6) 2013 making this complaint a reportable event. Sales consultant was aware of the information on (B)(6) 2013. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The lot number cannot be confirmed for this device. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint the unit runs intermittently could not be confirmed. The device was tested and the complaint wasn't duplicated, however it failed torque test and made unusual noise. Evidence indicates this is due to usage wear over time. Placeholder.